Event description:
The user facility has alleged that 3 pts experienced subcutaneous emphysema intraoperatively during laparoscopic procedures. This was not reported and could not be confirmed. It was believed that the pts may have required prolonged hospital stays but this could not be confirmed either.